Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button error alarm. No harm requiring medical intervention was reported. Customer stated they did press a button down for 3 minutes or longer. Customer stated they were not able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no stuck button error alarm or moisture damage on keypad traces noted. Keypad connector was fully locked.